Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nosebleeds and nasal/throat irritation or soreness. There was no report of patient harm or injury. The device was returned, and the manufacturer confirmed technical findings nosebleeds - not related to device, found no evidence of foam degradation during device evaluation.